Manufacturer narrative:
Concomitant medical products: product ID: 7424, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 3387-40, lot# l80715 serial# implanted:(B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3389-40, lot# j0519705v, implanted: (b)(64) 2005, product type: lead. Product ID: 3389-40, lot# j0519705v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n364455, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Event description:
It was reported the patient got shocked ¿real bad.¿ it was noted the event occurred while the patient was moving a refrigerator into their kitchen near an electric stove. The reporter stated the shock went through on hand, across the chest/heart and out the other hand. The reporter further stated this event happened 4-5 weeks ago. It was noted that patient was shocked again on the day of this report. It was further noted the patient was shocked when they touched the fridge door. The reporter stated they also get light headed and gets a feeling up and down their arm and to their head. It was noted that no one else had been shocked and the patient had not been shocked anywhere else in there house. It was further noted the patient had burn marks on their finger from the shock. The reporter stated they went to hospital and had a CT scan that showed everything seemed ok. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #6000032-2013-00240.